Manufacturer narrative:
(B)(4). Medical devices: anatomical shoulder reverse, screw system, 4.5-36; item# 0104223036; lot# 3085587. 36mm glenosphere; item# 00434903611; item# 64844912. 2mm lateral offset 25mm post length base plate; item# 00434902502; lot# 64759470. 9mm humeral stem spacer; item# 00434903909; lot# 65171976. 36mm +0mm offset poly liner; item# 00434903600; lot# 64737398. 10mm 130mm length humeral stem; item# 00434901013; lot# 64986610. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00446. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. The investigation did not identify a nonconformance or a complaint out of box (coob). Pain cannot be related to a single specific failure mode. Based on the given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is experiencing pain after the implantation of a primary shoulder approximately 6 months ago. Attempts have been made and additional information on the reported event is unavailable at this time.